Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. One device was returned for evaluation. Visual inspection revealed a cracked battery door and also the plunger head cases contaminated with an unknown sticky substance. Review of the event history logs confirmed battery depleted. During functional testing, the deleted battery was also confirmed at power up. The root cause of the reported issue was determined to be that the battery was no longer holding a charge, causing the depleted battery error. The battery was replaced. The products history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device exhibited a depleted battery. It is unknown if there was patient involvement, no adverse patient effects were reported.